Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis but performance data was received and analyzed. Analysis of the data indicated a right ventricular lead integrity alert (lia) occurred on (B)(6) 2015 for two or more non-sustained ventricular tachycardia (vt) episodes and more than 30 short ventricular intervals in three days. Analysis of the device memory indicated oversensing due to non-physiologic signals. Beginning (B)(6) 2015, 169 ventricular sensing integrity counts were observed as well as non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered on the right ventricular (rv) lead due to elevated sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt). The rv lead also was reported to have fractured and exhibited noise on the pace/sense portion of the lead. The tachycardia therapy was programmed off and subsequently the pace/sense portion and rv coil was capped and the svc coil was kept in use. No patient complications have been reported as a result of this event.